Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In tis case, it was learned that the edwards' valve was explanted after an implant duration of approximately 1 month due to regurgitation and paravalvular leak. Operative report indicates, " the old valve was carefully inspected. There was no apparent damage to the leaflets. The prep echo had shown a very eccentric leak along the non coronary cusp and possibly an intracoronary leak. These were not readily apparent to me on inspection. Consequently, I felt we needed to replace the valve. It should be noted that all the valve sutures were intact and the only place that I could see there could be a possible leak was a small fold along the non coronary cusp which may have been the source of the paravalvular leak". The surgeon indicated that the reason for explant is procedure related, and not due to a device malfunction.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Per the healthcare provider, the subject device cannot be released for evaluation due to patient privacy regulations. The investigation reveals nothing to indicate a device quality deficiency that may have caused or contributed to this event.